Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/09/2017 with the following findings: a review of the black box showed a power on reset interruption at the time of reported overheating. The pump was run for 24 hours and no reboots occurred. The pump was opened to find no damage to the power circuit. No damage was found internally. The complaint of intermittent power was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the bumper.